Event description:
It was reported to philips that the device had no electric charge. Following the initial call the customer was offered a quote for evaluation and service of the device. The quote expired and the customer was unable to be contacted to investigate the issue further. No evaluation was able to be completed. Philips is unable to rule out that a malfunction did not occur. As an evaluation could not be completed, a cause for the failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
Correct reporting institution phone # (B)(6). Correct reporter phone # (B)(6).

Event description:
It was reported to philips that the device had no electric charge.